Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins). It was reported that the ins broke down in connection with the cardiac defibrillation treatment of the patient after cardiac surgery in 2016. The patient's medical history includes heart problems (not due to the ins). The event occurred in (B)(6) 2016 at an unknown date. Factors that may have led or contributed to the issue include cardiac defibrillation treatment. It was impossible to recharge the ins and establish connection to the clinician programmer with the clinician programmer and patient programmer. The ins was replaced and the spinal cord stimulation therapy was well functioning again. The issue was resolved, however, it was also noted that a surgical intervention was planned but had not yet been scheduled. Clarification regarding this planned surgical intervention was requested. The patient was alive with no injury.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2016 and the battery was charged to 3.775 volts. On (B)(6) 2016 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. .

Event description:
No further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare professional via a manufacturer representative. It was clarified there was no need for further surgical interventions. The patient's treatment with spinal cord stimulation is refractory angina pectoris, therefore, the electrode is placed at t1. The patient has been treated with spinal cord stimulation for over a decade and had non-rechargeable pulse generators before. There had never been charging problems with the ins before the automated external defibrillator (AED) treatment. It was reported that, after the AED treatment in (B)(6) 2016, the ins was completely out of order and broken; nothing worked any longer. No error messages were shown on the display because recharging was impossible and neither the clinician programmer nor the patient programmer was able to establish connection to the ins. The dysfunctioning pulse generator was replaced with a new ins in (B)(6) 2017, which made it necessary to provide a new charger and patient programmer. The old ones were most likely sent to waste disposal. The reason for the time gap between the moment where the dysfunction occurred and replacement of the ins was that the AED treatment in (B)(6) 2016 had become necessary due to complications after cardiac valve replacement; the patient had to recover from cardiac surgery before replacement of the ins could be accomplished.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.